Event description:
Event description boston scientific received information from the patient's daughter that the patient stated his device was not working appropriately. The family member contacted technical services inquiring how to have the device checked. No adverse patient effects or patient symptoms were reported.